Event description:
A peritoneal dialysis (pd) patient's caregiver (ancilla ball) contacted fresenius customer service to report that patient is allergic to paper tape. Ancilla advised that patient's skin get red. Order # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).